Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. Consequently, the patient underwent additional imaging that showed that the patient had developed bony overgrowth and subsidence. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: pedicle screw instrumentation l4 to s1 gill laminectomy, l5 wide extrapedicular decompression l4-5 with excision of far lateral disc herniation interbody fusion through a posterior approach, l5-s1 interbody fusion through a posterior approach, l4-5 interbody cage placement, l5-s1 7. Interbody cage placement, l4-5 posterolateral fusion, l4 to s1 iliac crest bone graft through a separate fascial incision, right posterolateral iliac crest epidural catheter placement for postoperative pain management pre-op and post-op diagnosis: degenerative disc disease, lumbar spine bilateral l5 pars fracture l5-s1 spondylolisthesis spinal stenosis far larteral herniated nucleus pulposus, right l4-5 (B)(6) . Alcoholism tobacco abuse hypertension as perop notes: ".. The transverse processes at l4, l5 and the sacral ala were decorticated. The bmp soaked sponges around tcp granules were placed on the freshly decorticated bony surfaces.. The patient tolerated the procedure well and was transferred to recovery room in stable condition.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.